Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Pump began charging after being plugged into an outlet for 1.5 hours, and no further assistance was required.